Event description:
It was reported cardiac perforation, pericardial effusion (pe), and cardiac tamponade, requiring surgery occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure performed under local anesthesia, a watchman access system (was) was advanced into the left atrium (la). A 24mm watchman laa closure device & delivery system (wds) was inserted and advanced into the laa. Slight patient movement and increased respiratory effort during was retraction and locking of the guiding system caused the tip of the wds to puncture the laa. A pe resulting in cardiac tamponade was noted. A pericardiocentesis was performed, where approximately 800 ml of fluid was aspirated. The laa closure procedure was cancelled, and the patient was taken to surgery where an urgent surgical thoracotomy was performed. Cardiac anatomical structures were confirmed normal. The patient remains hospitalized in the intensive care unit (ICU) with stable vital signs.

Manufacturer narrative:
H6 impact codes removed: device explantation, as it was added in error as the complaint record is for the watchman access system which is not implantable.

Event description:
It was reported cardiac perforation, pericardial effusion (pe), and cardiac tamponade, requiring surgery occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure performed under local anesthesia, a watchman access system (was) was advanced into the left atrium (la). A 24mm watchman laa closure device & delivery system (wds) was inserted and advanced into the laa. Slight patient movement and increased respiratory effort during was retraction and locking of the guiding system caused the tip of the wds to puncture the laa. A pe resulting in cardiac tamponade was noted. A pericardiocentesis was performed, where approximately 800 ml of fluid was aspirated. The laa closure procedure was cancelled, and the patient was taken to surgery where an urgent surgical thoracotomy was performed. Cardiac anatomical structures were confirmed normal. The patient remains hospitalized in the intensive care unit (ICU) with stable vital signs. It was further reported the index procedure was performed using intracardiac echocardiogram (ice) imaging, and there was no pe noted prior to the procedure. It was further clarified that the tip of the was is what punctured the laa, not the wds. The was deep seated in the laa prior to the deployment of the wds. The patient required a blood transfusion. The fluid that was removed from the pericardiocentesis was bright red. The closure device was explanted during the surgical thoracotomy, where the laa was also surgically ligated. The patient is still recovering in the hospital.

Event description:
It was reported cardiac perforation, pericardial effusion (pe), and cardiac tamponade, requiring surgery occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure performed under local anesthesia, a watchman access system (was) was advanced into the left atrium (la). A 24mm watchman laa closure device & delivery system (wds) was inserted and advanced into the laa. Slight patient movement and increased respiratory effort during was retraction and locking of the guiding system caused the tip of the wds to puncture the laa. A pe resulting in cardiac tamponade was noted. A pericardiocentesis was performed, where approximately 800 ml of fluid was aspirated. The laa closure procedure was cancelled, and the patient was taken to surgery where an urgent surgical thoracotomy was performed. Cardiac anatomical structures were confirmed normal. The patient remains hospitalized in the intensive care unit (ICU) with stable vital signs. It was further reported the index procedure was performed using intracardiac echocardiogram (ice) imaging, and there was no pe noted prior to the procedure. It was further clarified that the tip of the was is what punctured the laa, not the wds. The was deep seated in the laa prior to the deployment of the wds. The patient required a blood transfusion. The fluid that was removed from the pericardiocentesis was bright red. The closure device was explanted during the surgical thoracotomy, where the laa was also surgically ligated. The patient is still recovering in the hospital.

Manufacturer narrative:
B5: information added. D4 device information corrected to watchman access system. H6 impact codes added: blood transfusion and device explantation.